Event description:
A 36 yr old white g3p3 female status post placement of bilateral subglandular transpectoral 180cc mcghan biocells for augmentation on 12-26-86. Pt reports left was always hard, but is becoming harder and more painful. No decrease in size and no history of trauma. Pt developed some rt sided firmness 2-3 yrs ago, which was relieved when her son ran into her causing a "pop" w/ softening. A recent mammogram indicates a left rupture. Pt also complains of progressive arthralgias, morning stiffness, myalgias, paresthesias, swelling, fatigue, sleep disorder,hot flashes/sweats, headaches, chronic urinary tract infections, visual disturbances, dry nose, rashes, sensitivity to cold, chest pain, bloating, weight gain, gastrointestinal/genitourinary disturbances, and easy bruising.